Event description:
It was reported that there was erratic pressure and temperature reading. The failure occurred during startup. No harm to any person has been reported. Complaint ID#: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that there was an erratic pressure and arterial temperature reading. The failure occurred during startup of the device. A getinge field service technician (fst) was sent for investigation and repair on 2022-12-19. When moving the internal sensor cable for disposables (hls cable) the fluctuating stopped. The fst confirmed that there were no visible damages or corrosions on the cable. The connection cable for disposables was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The connection cable for disposables (hls cable) provides the pressure values from the disposable to the cardiohelp, as well as the arterial temperature values. A similar failure was investigated by getinge life-cycle-engineering. The most possible root causes for the missing connection is a broken wire within the cable, which most likely is originated from external force, as no signs of an outside damage were visible. According to the risk analysis of the cardiohelp device following root causes can also lead to the reported failure: a mechanical damage e.g. Due to too high forces during connection/ disconnection of the cable. Broken fiber inside the cable. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2022-11-18 for the period of 2019-04-01 to 2022-11-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-04-01. Based on the results the reported failure "arterial temperature and pressure reading is erratic" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).